Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10501 - device 3 of 5. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. The patient reported that five infusion sets fell off during use which led to high blood glucose level of 9.9 to 11mmol/l on (B)(6) 2024. The infusion set in use for last up to 2 days or less. The patient replaced infusion set and resumed insulin successfully. Skin tac and calivon wipes were used at the area of insertion. No further information available.